Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The physician fired the capio, when he attempted to retrieve it, the needle of the suture was gone. The physician retrieved the needle out of the device itself and got another of the same device to complete the case. There was no patient injury.